Manufacturer narrative:
A second ent medtronic representative, following-up at the site on (B)(4) 2013, reported the inaccuracy was more posterior. It was noted the surgeon did trace on the patient's cheek when registering. A system check-out with a resin head was done and found the system to be functioning properly. All 3 instrument trays, and all instruments, verified and tracked accurately. Software investigation was completed. Analysis shows a tracing pattern which does not include the columella. In addition, the tracing goes over soft tissue which is not optimal for a good registration. Root cause was use error. Software is functioning as designed. No further issues reported.

Manufacturer narrative:
As root cause was determined to be use error a medtronic representative went to the site on 5/28/2013 and performed a training session for the staff. Proper emitter placement and tracer registration technique was reviewed with the user.

Event description:
A medtronic representative reported that, during an ent procedure, the surgeon alleged a 6mm inaccuracy while navigating. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.